Event description:
The pt had a bad fall and wasn't 'acting right'. The pt was admitted to the hospital and his status was reported as 'serious'. Add'l info has been requested. A follow-up report will be submitted if add'l info becomes available. Please see MFR report # 3004209178-2008-05068.